Manufacturer narrative:
(B)(4). Method: the subject rt380 adult ventilator circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation. Results: visual inspection found no visible damage to the returned breathing circuit. Leak testing confirmed that there was no leak. Conclusion: the reported leak could not be confirmed and there was no fault found with the returned circuit. All rt380 adult ventilator circuits are visually inspected, and pressure and flow tested during production. Those that fail are rejected. The user instructions that accompany the rt380 adult ventilator circuit also state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to the patient.

Event description:
A healthcare facility in japan reported, through a fisher & paykel healthcare representative, that no airflow was detected upon disconnection and subsequent reconnection of an rt380 adult dual heated evaqua2 breathing circuit from a patient. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in japan reported, through a fisher & paykel healthcare representative, that no airflow was detected upon disconnection and subsequent reconnection of an rt380 adult dual heated evaqua2 breathing circuit from a patient. There was no reported patient consequence.